Manufacturer narrative:
1. Customer believes test of (B)(6) 2024 was a false positive based on 3 pieces of information. 1) t line was not pink or purple as described in the instructions for use. 2) previous ihealth tests were negative. 3) follow up antigen test of abbott brand was negative. 2. Customer no follow up pcr test was performed. 3. The manufacturer retested the lot (231co20904) samples, no false positive were detected.

Event description:
Customer believes test of (B)(6) 2024 was a false positive based on 3 pieces of information 1. T line was not pink or purple as described in the instructions for use. 2. Previous ihealth tests were negative. 3. Follow up antigen test of abbott brand was negative. No follow up pcr test was performed.